Event description:
The customer reported the display is blank when the device is powered up. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the display is blank when the device is powered up. There was no report of pt involvement. The device was evaluated by the customer and the issue was identified. The keyscan pca & control pca were found to be defective. Replacing the pca's resolved the reported issue. The device passed testing and was returned to the customer. We were unable to determine a cause, multiple parts were replaced.